Manufacturer narrative:
An additional lot number was reported (lot #m017793). Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill notifications were received with multiple new cartridges during a supply change. Reportedly, the cartridges were filled with 200 units of inulin. Tandem technical support guided the customer through the load process and found that the customer was not properly performing the cartridge air removal step. A new cartridge was successfully loaded using the proper load techniques. The customer's blood glucose (bg) level was 57mg/dl due to overcorrecting for food consumed. Juice was consumed to address the bg level.